Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the loop electrosurgical excision procedure(leep), the nurse plugged the cautery pencil into generator without any issues or error message. Another brand of electrode was inserted into the pencil. When the physician activated the cautery unit via foot pedal the filament on the electrode snapped while attempting to excise tissue from the patient. The broken electrode was discarded and new electrode was attached to the pencil. The issue persisted. A third electrode was brought into the room and attached to the pencil. Staff observed, without using the device on the patient when the foot pedal was used to activate the device the electrode visibly overheated and snapped. A new cautery pencil was brought into the room and new electrode was attached and there were no further issues occurred.